Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards japanese affiliate, during the follow-up visit ((B)(6) 2025) approximately 3 years post transfemoral tavr procedure with a 20 mm sapien 3 valve, the patient complained of shortness of breath on exertion. Echo revealed severe aortic stenosis (as) due to leaflet thickening without calcification. A tav in tav was performed using a 20 mm sapien 3 ultra resilia (s3ur) valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaints for leaflet thickened/halt and stenosis were confirmed based on information available up to date. A review of the DHR, and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. As reported, 'during the follow-up visit ((B)(6) 2025) approximately 3 years post transfemoral tavr procedure with a 20 mm sapien 3 valve, the patient complained of shortness of breath on exertion. Echo revealed severe aortic stenosis (as) due to leaflet thickening without calcification. A tav in tav was performed.' In this case, the patient had vast comorbidities (e.g. Hypertension, hyperlipidemia, etc.), which are factors that may increase the risk of early valve degeneration, leading to leaflet thickened and stenosis as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. As such, available information suggests that use error (not following instructions) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.